Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). The result from a laboratory using dade innovin reagent was 2.86 inr. Within seven hours and around 6:00 pm, the customer tested on the meter and the result was 3.8 inr. The customer reported the meter result to her doctor. The doctor considered the laboratory result to be correct. There was no allegation of an adverse event. The customer had been slightly anemic and did not suffer from antiphospholipid antibodies. The warfarin dose had not been changed. She had not started any new medications. Her diet had not been changed and no additional illnesses had appeared. She did not have any symptoms such as bleeding or bruising. The therapeutic range was 2.0 to 3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 286320) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.